Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimation, implant date: date estimation. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with acute myocardial infarction. A xience sierra stent was implanted in the left main artery. Six hours post-procedure, the patient reportedly felt bad in the coronary region and in-stent thrombosis was suspected; however, it was not confirmed via angiography. No additional treatment was provided and the patient remained in the coronary unit. No additional information was provided.